Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient who was receiving gablofen (500 mcg/ml at 153.9 mcg/day) via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient heard the two toned alarm/alert tone, and was seen in the office on (B)(6) 2018, where the pump was found at end of service (eos) 96 hours prior. The patient was placed on oral medications. The healthcare provider (hcp) and office missed the patient's elective replacement indicator (eri) date and the patient was not properly followed. It was unknown if this was due to the patient's lack of compliance with scheduled follow ups of if the office missed something. It was unknown as to why the patient's eri date was not noticed and why proper replacement prior to eri was not planned. The patient's intrathecal pump was replaced, and the patient was doing well at the time of the report. Of note, the device did not prematurely reach eos. The product reached eri and eos at the expected dates. Eri was missed or not acknowledge by the hcp/office. It was noted that there was no complaint from the patient or hcp regarding this event. No patient symptoms were reported. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.